Event description:
It was reported that 1 bd veo¿ insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter: the consumer reported that the scale print is crooked. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. H6: investigation summary customer returned a total of (4) 0.3ml, 31 gauge, 6mm syringes from lot 1130994 syringes with no other identification. Each of the syringes was inspected while referencing the position of their graduation markings. The location of the markings were all found to be within specifications. None of the markings were found to tilt significantly, and none were found to deviate in a manner that would place the markings outside of specification. A review of the device history record was completed for batch# 1130994. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the scale markings being distorted. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd veo¿ insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the consumer reported that the scale print is crooked. Date of event : unknown; samples : available.